Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 6 was unable to open. The customer reported that the malfunction occurred while dispensing the medication and caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) removed the drawer from the station and inspected the inseparable, finding a defective position sensor. The sensor was replaced, and the retractor and cables were reseated before rebooting the station. Hardware test application was run, debris was removed from under the pockets, and all tests passed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 6 was unable to open. The customer reported that the malfunction occurred while dispensing the medication and caused a delay. There were no adverse events or injuries reported based on this event.